Event description:
It was reported that during a stenting treatment procedure, the stent appeared to be the wrong size. Vascular access was obtained through the femoral artery. The physician was treating an 80% stenosed, 50mm in length, eccentric shaped, de-novo lesion located in the moderately tortuous and moderately calcified, 7mm in diameter, proximal right iliac artery. The lesion was pre-dilated with a 6x40mm wanda balloon catheter. This 8x47x75 reduced profile wallstent was used to treat the lesion. During stent deployment, after 10 to 20mm of the stent had been deployed, the physician determined under angio that the stent was going to be 10mm too long. The stent was reconstrained and removed from the patient. The lesion was treated with an 8x40mm wanda balloon catheter. The physician believes the stent was the wrong size. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, the stent appeared to be the wrong size. Vascular access was obtained through the femoral artery. The physician was treating an 80% stenosed, 50mm in length, eccentric shaped, de-novo lesion located in the moderately tortuous and moderately calcified, 7mm in diameter, proximal right iliac artery. The lesion was pre-dilated with a 6x40mm wanda balloon catheter. This 8x47x75 reduced profile wallstent was used to treat the lesion. During stent deployment, after 10 to 20mm of the stent had been deployed, the physician determined under angio that the stent was going to be 10mm too long. The stent was reconstrained and removed from the patient. The lesion was treated with an 8x40mm wanda balloon catheter. The physician believes the stent was the wrong size. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual examination of the returned device found that the stent was fully mounted. It was possible to partially deploy, reconstrain, and fully deploy the stent without issue. There were no issues noted with the inner lumen or the deployed stent. The deployed stent measured 47mm in length when placed on an 8mm diameter mandrel. It was confirmed that the radio opaque (ro) markerbands were positioned correctly, indicating that the stent was the correct size. No other issues were noted with the profile of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. A review of the returned device showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).